Event description:
Patient called and said that she had disconnected herself from the ac adapter to go to the bathroom during the night and that, rather than having the battery to which she remained attached continue to run the pump, her pump stopped. Upon further examination, the port to which the battery was attached exhibited "looseness" at the connection to the battery. Manufacturer response for lvad ac adapter, (brand not provided) (per site reporter). Unknown- patient given a new preset.